Event description:
The customer contacted baxter's technical service center to report a high drain alarm on a homechoice (hc) device at the end of therapy. The caregiver (cg) stated they need to get the set out. The baxter technical service representative (tsr) asked the cg what three digit number was showing when the hc read high drain. The cg stated he did not see a three digit number. The tsr had the home patient (hp) do a manual drain. Tsr reviewed the therapy setting, therapy log, and ultrafiltration (uf) per cycle. The tsr explained that the hp drained out 4010ml in cycle 5. The cg stated the manual bag spilled a little because he did not drain the drain line. The cg stated the manual drain bag was 200grams. The cg stated the hp never had any symptoms of increased intra-peritoneal volume (iipv). The tsr assisted with getting the set out and explained the hc will be swapped out. The cg will contact the registered nurse (rn) for programming. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The hp's therapy is tidal, fill volume (fv) is 1900ml, the last fill volume (lfv) is 0ml, full drain every 5, the hp's weight is (B)(6), the initial drain alarm is 0ml. Therapy log: (B)(6) 2013 21:09 therapy complete, idv= 4ml, rec idv= 0ml, lfv= 13ml, tfv= 8734ml, tdv= 10661ml, ave dwell= 1:25, ave drain= 0:15, tuf= 1927ml, bypasses= 0ml, manual drain = 0, therapy changed no. Uf percycle: cyc5 uf 2110ml, cyc4 uf 2ml, cyc3 uf 2ml, cyc2 uf 1ml, cyc1 uf (-188ml).

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal) for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. The device was sent for servicing. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf."